Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and a brim cap detached issue occurred. It was reported that the valve on the preface® guiding sheath with multipurpose curve broke off. The sheath was replaced and the procedure was continued. The procedure was subsequently completed. There was no patient consequence reported. Additional information was received. The hemostatic valve section broke/separated. The hemostasis valve (gasket) dislodged inside the hub, came out completely, top piece came out and inside fell out. The brim cap/hub became detached from the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. Blood return was not observed. The issue was assessed as MDR reportable for a brim cap detached issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and a brim cap detached issue occurred. It was reported that the valve on the preface® guiding sheath with multipurpose curve broke off. The sheath was replaced and the procedure was continued. The procedure was subsequently completed. There was no patient consequence reported. Additional information was received. The hemostatic valve section broke/separated. The hemostasis valve (gasket) dislodged inside the hub, came out completely, top piece came out and inside fell out. The brim cap/hub became detached from the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. Blood return was not observed. The investigation was completed on 23-dec-2022. The product was returned to biosense webster for evaluation and it was sent to cardinal health for further investigation. Per visual analysis, no anomalies were noted on the unit as received. No other anomalies were observed. A microscopic analysis was performed and no damages nor anomalies were found. A device history record evaluation was performed and no internal action related to the complaint was found during the review. The complaint reported by the customer as ¿hemostasis valve/hub ¿ separated - during use¿ was not confirmed since the valve was returned on position as expected, the hub was thoroughly inspected, and no anomalies were noted. Procedural factors and /or handling process may have contributed to the issue reported, however, the cause of the reported event could not be conclusively determined during the analysis. Neither phr review nor the product evaluation results suggest that the failure reported is related to the manufacturing process. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).